Manufacturer narrative:
The device in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. Based on the information provided that a potential causal relationship between a patient injury and the use of a device can not be established based on available information. There is no information for the location and timing of the event as related to the use of the device.

Event description:
On an unspecified date, a solex catheter was used in a patient's temperature management therapy. It was reported that the patient experienced a strong burning sensation during therapy; however, it is not known if the issue was a result of the actual insertion of the catheter. Followup attempt was made to contact the reporter to obtain additional information; however, were unsuccessful. No further patient information was provided.